Manufacturer narrative:
The fse that encountered the issue determined that there was an issue with the power supply (0014-00-0033-05) and replaced it. The fse performed all functional tests. The fse checked the performance of the unit with a trainer and balloon connected on the mains as well as the battery. The unit was working satisfactorily. The iabp was cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): no repair information has been provided at this time. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6); phone number: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs100 intra-aortic balloon pump (iabp) had a low battery alarm. There was no patient involvement, and no adverse event was reported.